Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 18 days after implantation. The doctor noted periodontal disease during explantation. The patient has no significant medical history. The patient has recovered without complications.